Manufacturer narrative:
Product event summary: the mapping catheter, 2ach20 with lot number 11096695, was returned and analyzed. Visual inspection of the mapping catheter showed the introducer was removed from the shaft and loop section. Additionally, the pebax tubing was kinked and dented, just at the end of the loop section. In conclusion, the mapping catheter failed the returned product inspection due to a kink in the tip/ loop section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was replaced under the suspicion that the loop was damaged. The case was completed with cryo. No patient complications have been reported as a result of this event.